Event description:
It was reported that a patient experienced peritonitis manifested by yellow peritoneal effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The patient did not come across any cloudy bags in the last month. The patient was not hospitalized for the event and treatment was not reported. The cause of peritonitis was not reported. The patient was recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The patient was born in (B)(6). The patient experienced peritonitis on an unreported date in (B)(6) 2013. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.